Event description:
It was reported that (1) hp052 was used during a unknown procedure. It was reported by the rep that the device had a solid tone. Opened a new handpiece to complete the case. There was no consequence to pt.